Event description:
Application of the product: cvc hydrocath, no info which vein was used. Preparation: pt was under general anesthesia, cvc before a cardiac-surgical procedure usual preparation of the insertion site (no specific date available in the report), catheter wasn't flushed before insertion. According to the report: "the shock occurred in the moment of the placement of the catheter." Symptoms: sudden increase of respiratory resistance, decrease of saturation to 85%, reddening of face and upper part of the body, decrease of pressure. The catheter was left in place and used for anti-shock therapy. The pt recovered without any consequences.